Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) underwent a pocket evacuation due to hematoma. This device and leads remained implanted. No additional adverse patient effects were reported.